Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump does not beep. The blood glucose level is 226 mg/dl. During troubleshooting, the self test failed. Customer woke up with an empty reservoir; he did not hear the no delivery alarm. The insulin pump will be replaced. Nothing further reported.